Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the ups (uninterruptible power supply) caught fire and filled the suite with black smoke, necessitating an evacuation. The fse (field service engineer) confirmed that there was smoke, but no fire. As a precaution, the staff evacuated the CT room, waiting area, and called a fire code within their facility. The customer did not contact the fire department. There were no injuries to pts, operators, or bystanders as a result of this issue. There is potential for injury due to smoke inhalation as a result of this reported event.